Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) and previously receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they ended up in the hospital over the weekend. The patient stated the healthcare provider changed their medication in their office but did not tell the patient what was going on and the patient was overdosed. The agent asked patient what medication they were taking and the patient stated it was morphine and now it was dilaudid. The agent documented information and emailed physician listings to patient.